Event description:
On (B)(6) 2024 apifix was notified that patient # (B)(6) is expected to undergo revision surgery on (B)(6) 2024. According to the reporter, the patient was involved in a motor vehicle accident with a back injury, there is a loose screw in l3. The revision surgery will not involve a transition to fusion. It remains uncertain whether the procedure will require a replacement of the entire apifix device or just the loose screw.

Manufacturer narrative:
A review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. Patient # (B)(6) index procedure (B)(6) 2024, underwent revision surgery on (B)(6) 2024 due to screw migration. On (B)(6) 2024 apifix was notified that patient # (B)(6) is expected to undergo revision surgery on (B)(6) 2024. According to the reporter, the patient was involved in a motor vehicle accident with a back injury, there is a loose screw in l3. The revision surgery will not involve a transition to fusion. It remains uncertain whether the procedure will require a replacement of the entire apifix device or just the loose screw. On (B)(6) 2024 patient # (B)(6) underwent revision during which the screw in l3 was moved to l5, and two screws reconnected with extender. The angle was reported to be good. No report of patient harm/complications was received. Reoperation events are a known risk that was assessed and recorded by the product risk assessment dms-777 rev s;  screw loosening is addressed in the IFU as potential risks associated with the mid-c system and spinal surgery generally. Screw loosening can result from infection, improper insertion at the index surgery, osteolysis, or improper screw size selection. In this case the patient was involved in a motor vehicle accident which allegedly resulted in the loose screw.